Event description:
This file was conservatively created to capture a comment the customer made that this 'occurred with the same product before a while ago.¿additional information received 16-dec-2020 confirming that this incident occurred around 3 years ago and was reported at the time. This supplement report is being submitted as a cancellation report.

Manufacturer narrative:
510(k): k160229. This supplement report is being submitted as a cancellation report as this incident was reported previously this file no longer meets the reporting criteria as per the guidelines ¿medical device reporting for manufacturers (2016).

Manufacturer narrative:
510(k): k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle snapped during procedure and had to be removed. Endoscope had to be sent for rest of needle to be removed. Patient ok. (Separate file created to capture this) customer mentioned, this occurred with the same product before a while ago.¿ this file is created to capture the comment made by the customer that this issue occurred with the same product previously. Please be informed of the following: customer mentioned, this occurred with the same product before a while ago. We don¿t have any complaint lodged against this customer this year. Please contact the customer and ask if they are other complaints that they were not reported. Thank you. This file was created to capture the customer's comment that 'this occurred with the same product before a while ago'.